Event description:
Just had a call from the surgeon, that they have revised an asr, which was implanted for app 2 yrs ago. The reason was head necrosis high under the femoral implant. It is a male and he has been very happy about the implant until a few days ago when the femoral head collapsed.

Manufacturer narrative:
No 510k # submitted as depuy orthopaedics sells a similar prod (or the same prod with a different prod code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.